Event description:
An initial MDR regarding this case was filed (B)(6) 2023 (report number 3016798778-2023-00061). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that the system generated excessive noise attention, pump error, and cassette problem alarms. During investigation, a test delivery was attempted, but the system generated a cassette problem alarm during start up testing. Pump (B)(6) was disassembled and fluid ingress was observed. The fluid ingress was likely the cause of the alarms. No cassettes were returned, so the cause of the fluid ingress cannot be confirmed. Logs from remote (B)(6) show that the system generated software version error attention alarms. This alarm was replicated during investigation when remote (B)(6) attempted to be paired with pump (B)(6). This fault is traced to the remote, but it is potentially one of the pump malfunctions as reported by the user. All systems were observed to have appropriately alarmed and entered a failsafe state as designed.

Event description:
An initial report of hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to (B)(6) on(B)(6) 2023. The patient reported on (B)(6) 2023 that her first pump alarmed for excessive noise. She was unable to pair her backup pump with the remote. During troubleshooting, the patient was able to pair her initial pump with the remote and confirmed the pump was delivering. She reported being short of breath at first, but was feeling better at the end of her call. A clinician subsequently reported that the patient was hospitalized on (B)(6) due to pump malfunctions. The patient experienced shortness of breath and was fatigued. The patient was placed on IV remodulin, and will be transitioning to oral medication. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.